Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that on (B)(6) 2021 the patient had primary surgery and a fibular plate and screws were inserted. The plate and screws were extracted on (B)(6) 2022 due to completed bone union. On (B)(6) 2023 the patient was seen in the outpatient clinic because of the appearance of an inflammatory reaction. The affected area had started to swell a little around january and then the bulge in the affected area grew larger. A metal shard-like substance was removed from the surgical wound through a small incision.

Manufacturer narrative:
Please note the correction to d9/h3. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Only a part of a ripped off thread was returned. However, it could not be possible to determine if the fragment is from one of the reported screws or from the plate. The fragment does not enable a detailed investigation. The root cause of the reported event could not be determined. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that on (B)(6) 2021 .the patient had primary surgery and a fibular plate and screws were inserted. The plate and screws were extracted on (B)(6) 2022 due to completed bone union. On 25 october 2023 the patient was seen in the outpatient clinic because of the appearance of an inflammatory reaction. The affected area had started to swell a little around january and then the bulge in the affected area grew larger. A metal shard-like substance was removed from the surgical wound through a small incision.